Event description:
Baxter reported, this case refers to several patients (patient details currently unknown)). The pts received subcutaneous pain medication using a solution set with a 100mi bag and a 6060 multitherapy solution pump. In each of the cases, air was pulled into the tubing of the sets. The air was only visible in the part behind the pump segment and was not detected by the pump. After several centimeters of infusion solution about 1 cm of air was visible in the tubing, which repeated within the tubing segment behind the pump several times. The reporter suspected a leakage of the sets behind the pump segment. No undersired consequences resulted for the pts as the infusion was stopped immediately in all cases.